Event description:
A customer contacted global technical service (gts) regarding a high drain 104/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the home choice (hc) during drain 4 of 4. The technical service representative (tsr) explained the alarm. The home patient (hp) stated that they called the registered nurse (rn). The tsr reviewed the therapy log. The patient was performing tidal therapy, the total volume was set to 12l, the total time was set to 8 hours, the fill volume was set to 2.5l, tidal was set to 90%, the total ultrafiltration (uf) was set to 600ml, the last fill volume was set to 2l, and dextrose was set to same. The tsr reviewed the therapy log. The therapy was complete. The initial drain volume equaled 2471ml, the last fill volume equaled 1997ml, the total fill volume equaled 9241ml, the total drain volume equaled 12893ml, the average dwell time equaled one hour and twenty four minutes, the average drain time equaled twenty two minutes, the total uf equaled 3652ml, the cycle 4 uf equaled 3460ml, the cycle 3 uf equaled 143ml, the cycle 2 uf equaled 149ml, the cycle 1 uf equaled -100ml. There were no bypasses, and a manual drain was not performed. The hp asked the tsr to call the rn to explain the alarm. The tsr called the rn and explained the alarm. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(6) 2012 regarding reported event. The rn stated that she was aware of the event. She stated that the patient has been able to continue therapy successfully on the cycler. No patient injury or medical intervention was reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was undetermined.